Manufacturer narrative:
A ge rep evaluated the sys and performed a filament calibration. The sys operates as intended. This error requires the user to hit any key to continue. However, this error occurred during a procedure and therefore this malfunction may have resulted in a possible aro. (Accidental radiation occurrence).

Event description:
The customer reported the sys displayed a filament regulator error. No pt injury was reported.